Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review could not be conducted. A relationship, if any, between the subject device and the reported event could not be determined. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the light source malfunctioned during a surgery. The procedure was completed using a competitor device and there was a delay greater than 30 minutes. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.